Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis on an unknown date. Eighteen days prior to the receipt of this report the pt was hospitalized for the event. The cause of peritonitis was not reported. Treatment for the event was not reported. The pt was discharged from the hospital sixteen days after being admitted. At the time of this report, the peritonitis was resolved, the pt was recovered, and dianeal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896134 and gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).